Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-06718. It was reported that the patient experienced ineffective therapy and trauma to the neck after jumping. Diagnostics indicated high impedances on all contacts on one of the leads. As a result, the patient underwent surgical intervention on (B)(6) 2019, wherein one of the leads was explanted and replaced. Effective therapy was restored postoperatively.